Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the physician suspected right ventricular (rv) lead damage, however, no anomalies were observed either visually nor with diagnostic imaging.